Event description:
It was reported that the customer passed away while wearing the insulin pump due to fatal arrhythmia, cardiac disease, hypertension, and diabetes. It was stated that the customer did not feel well for a couple of months and had a constant cold. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.